Event description:
Received a report that while staff were attempting to draw blood cultures, several anaerobic culture bottles would not allow blood to flow into the culture bottle. Lot # 0004063172, exp 1/31/2026. This places the cultures at risk for contamination due to exchanging several new bottles during the procedure. After patient safety manager investigation it was learned that it is not the bottles that are the issue, but rather the needless connector "blood culture holder" or "samplok adapter cap". The longer adaptors (blood culture holder) work fine but the shorter ones (samplok adapter cap) that is ordered from the bottle manufacturer, do not. This compromises the seal between the adapter, and the bottle and staff must push very hard on the shorter adapter to get the rubber covered needle into the bottle. When pulled out, sometimes the rubber also stays pulled back and blood continues to flow out of the needle inside the adapter shield leading to unnecessary blood loss. The actual problem was samplok adapter cap 3 ref a100760, lot 21g134. Patient safety requested our lab only order the larger vacuett product as that fits the culture bottles.